Event description:
It was reported that the patient no longer felt stimulation, had less than 50% therapy relief, and there was suspected lead migration. Additional information received reported that there was evidence of lead migration, which occurred 15 days after start of test stimulation. It was noted that the ground pad did not stick well to the skin.

Manufacturer narrative:
Product ID 3057, lot# la8777, product type screening device. (B)(4).